Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction to h2 type of follow up h2 type of follow up: - correction - correction should have been selected on follow up MDR-01748034. H10: corrected data.

Event description:
Subsequent to the initial supplemental, a correction is required.

Event description:
Subsequent to the initial MDR, additional clarification was provided by technical support on 08/18/2024. It was documented that on (B)(6) 2025, the patient¿s cgm displayed a glucose reading of 150 mg/dl, while a bg meter reading showed 420 mg/dl. The patient reported experiencing symptoms including nausea, headache, blurry vision, and excessive thirst. She noted a prior episode of diabetic ketoacidosis (dka) approximately 20 years ago, which occurred before she began using dexcom products. Based on her familiarity with dka symptoms, the patient self-diagnosed the event on (B)(6) 2025 as dka. She self-managed the condition by administering insulin and increasing water intake. No medical intervention was documented. At the time of the report, the patient remained symptomatic. It was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). 3004753838-2025-224271 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient reported experiencing nausea, headache, blurry vision, excessive thirst, frequent urination and "went into diabetic ketoacidosis". At an unspecified time, the patient's blood glucose (bg) reading was 420 mg/dl, while the continuous glucose monitor (cgm) showed a reading of 150 mg/dl. At the time of the report, the patient continued to feel unwell. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.